Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The caller had loaded a new cartridge, which resolved the issue, and no further troubleshooting was necessary.